Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney alleges the patient had "unspecified injuries and underwent revision surgery" on (B)(6) 2016; however he did not allege a specific device failure or patient adverse event. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney alleges the patient had "unspecified injuries and underwent revision surgery" on (B)(6) 2016; however he did not allege a specific device failure or patient adverse event. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿identified the hernia. A ventralex mesh was placed into the abdomen using prolene sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated ventral hernia and pain thereby underwent removal of mesh. Per operative notes, ¿the mesh was identified with the gore-tex side in the abdomen and the mesh was removed.¿ attorney alleges that the patient had pain and hernia recurrence.